Manufacturer narrative:
As reported during the revision procedure it was discovered that the patient did not have a hernia recurrence. What was thought to be a recurrence on the CT was in fact a seroma that did not have any association to the mesh. The mesh remains implanted and intact. This MDR represents the bard 3dmax mesh implanted on the patient's right side, an additional MDR was submitted to represent the left sided repair. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that the patient underwent bilateral inguinal hernia repair and was implanted with one right and one left bard 3dmax mesh. An interrupted vicryl stitch was placed medially on both devices. The right side hernia was a larger direct hernia. As reported this was a very routine procedure with no identifiable complications and this was the surgeon¿s first time using the 3dmax mesh. Approximately, 30 days post implant the patient presented with bilateral inguinal hernia recurrence, reported to have been confirmed via CT scan. On (B)(6) 2017 the patient underwent a revision procedure, during the procedure it was determined that the patient in fact did not have any hernia recurrence and both mesh were in place and intact. As reported what was thought to be a recurrence on the CT was in fact a seroma that did not have any association to the mesh. The seroma was drained, and the mesh was left in its original position. This serious injury MDR is filed to document that the patient underwent additional surgery.